Event description:
It was reported that 3 bd alaris pump module smartsite infusion set came apart at the y-site. The following information was provided by the initial reporter: tubing came apart at y-site just above male luer lock, which would be attached to patients IV.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing coming apart at the y-site could not be verified due to the product not being returned for failure investigation. Device history record review for model 2426-0007 lot number 22099462 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA on 22-feb-2023. Medwatch report # (B)(4).

Event description:
It was reported that 3 bd alaris pump module smartsite infusion set came apart at the y-site. The following information was provided by the initial reporter: tubing came apart at y-site just above male luer lock, which would be attached to patients IV.